Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify if the sterility of the devices was found compromised? Yes did the 4 damaged products shared the same lot (ppa4367)? This information is unobtainable. If no, what is the lot number of each damaged device? This information is unobtainable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The initially reported lot number of, is invalid for surgicel. What is the correct lot number for this event? Event related to surgicel reported via: mw # 2210968-2021-01670 mw # 2210968-2021-01672 mw # 2210968-2021-01674.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2020 and absorbable hemostat was used. During preparation it was found that the inner package of the product had been opened. The surgeon changed to another to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/28/2021. Additional information was requested, and the following was obtained: the initially reported lot number of ppa4367, is invalid for surgicel. What is the correct lot number for this event? According to the feedback of the sales representative, the information is unknown. Event related to surgicel reported via: mw # 2210968-2021-01670, mw # 2210968-2021-01672, mw # 2210968-2021-01674. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3, g1.